Event description:
Baxter customer service associate reported in 2009, that a customer had experienced a backflow issue with the interlink continu-flo solution set (lot number unknown) on the pediatric floor during patient use. The primary bag was infusing normal saline at 30ml per hour. A secondary set (unknown lot number) with tobramycin to infuse at 50 ml per hour (unknown volume) was attached. The nurse noted a backflow and saw bubbles in the primary line. The nurse also noticed a rapid dripping. The primary bag became discolored. The secondary bag was hung higher than the primary. It is unknown if the bag was squeezed per label copy to initiate flow. It is also unknown if the check valve was inverted and tapped per label copy to initiate flow. The nurse involved with this incident did not set up the intravenous line (IV). There was no improvement in the condition of the patient when normally the patient improves faster with this type of medication. The patient's blood count dropped from 19 to 16. The patient is also being treated for breathing issues which is normal for a cystic fibrosis (cf) patient. Actual samples are available. No additional information was provided at this time.

Manufacturer narrative:
Evaluation summary: received 1 used sample of product code 2c6537, lot number unknown. Received 1 used sample of product code 2c7451, lot number unknown. Note: both samples were returned as one setup therefore, they will both be evaluated together. Evaluation: the customer returned the primary set attached to a full 1000ml 0.9% sodium chloride solution bag. The customer also returned a secondary solution to an empty 50ml 5% dextrose solution bag with a patient label adhered. Visual observations noted the primary set was fully primed and both clamps were in the closed position. Visual observations of the secondary set, noted the set was full primed and the clamp was in the closed position. A lever lock cannula was attached to the male luer. It was also noted that the blue extension hanger was not returned. Visual observation of the primary bag, noted the bag is full of clear solution and a needle puncture was noted in the septum. The returned sets were checked for function and backflow. Results indicated: both sets primed and flowed normally with no backflow noted. All clamps performed as designed with complete shutoff obtained. Because both samples performed as designed with no backflow noted, the complaint was not confirmed.

Manufacturer narrative:
Even though the pump was not implicated in this event, the facility returned the pump event history to the product analysis lab (pal) for review. Primary rate ? Volume moderate: 30 ml/hrvolume to be infused (vtbi): 30 mlpiggy rate: 50 ml/hrpiggy vtbi: 100 ml.per event history; the pump performed as programmed.

Event description:
It was reported that the handpiece turned on by itself. There was no report of patient or user injury associated with the alleged event.

Event description:
Pt revised for pain, found loose patella.

Manufacturer narrative:
Additional information received in the form of a copy of the customer's medwatch.

Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced angina. In 2006, during the index procedure, the pt was treated with a 2.75x24mm taxus express stent in the proximal right coronary artery (rca), reducing the stenosis to less than or equal to 30%. A 3.0x12mm liberte stent in the proximal left anterior descending (lad), reducing the stenosis to less than or equal to 30%. A 4.0x12mm taxus express stent in the left main (lm), reducing the stenosis to less than or equal to 30%. The pt was discharged 1 day later on aspirin and clopidogrel. In 2009, the pt was admitted to the hospital due to angina pectoris. Nine days later, the pt underwent repeat revascularization via a coronary artery bypass graft surgery (CABG). There was 90% stenosis in the lm target lesion and 50% de novo lesion in the non-target vessel. The pt was discharged 6 days later.

Manufacturer narrative:
Spoke with the nurse regarding the set up for the primary and secondary bags of fluids. The nurse indicated the set up for the primary and secondary bags was correct. The primary infusion was normal saline 1000ml for flushing the tubing and one bag of antibiotic of 100ml volume. The nurse indicated when she noted the fluid backing up, she changed the tubing, but did not change to a second bag of antibiotic. The event history indicated the total primary volume infused was 16ml, but the intravenous piggy back (ivpb) was a total volume of 153.5ml. The nurse was unable to confirm why these volumes were noted. The nurse indicated that she noted the primary bag seemed to be "very full" (over full). The nurse also indicated the facility tested the saline bag and antibiotic was found in the saline bag. The nurse stated that typically, when the patient received her antibiotics, her cough decreased and she would feel less tired. That did not occur on the day of the event.